Event description:
It was reported that during laparoscopic cholecystectomy the scrub tech squeezed the handle to preload the jaws with a clip, all the clips empited out in rapid fire. The procedure was completed with a similar device. There was no patient consequence.